Manufacturer narrative:
Information available indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No intervention was performed as this patient then expired due to a non-cardiac related cause.